Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, were the staples malformed or were they missing from the staple line? The staples were there but not formed. Staple legs were straight.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after completing the first firing with a green reload some of the staples along the distal end of the staple line were not formed. There were no patient consequences. The staple line was clipped to complete the case.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with an ecr60g reload loaded in the device. The reload was noted to have the right side fully fired, left side outer row fully fired and left two inner rows partially fired 1/7. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.